Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A dialysis patient underwent percutaneous transluminal angioplasty (pta) in the severely calcified cephalic artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. Upon checking, it was noted that the contrast was leaking liquid. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. A dialysis patient underwent percutaneous transluminal angioplasty (pta) in the severely calcified cephalic artery. A 12.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. Upon checking, it was noted that the contrast was leaking liquid. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis a visual examination identified that the balloon was tightly folded, which indicates that the device was not subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 14 atmospheres for 30 seconds using deionizes water and digital timer: g24610, without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 14 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft of the device.